Event description:
The doctor reported that this abutment screw fractured during insertion.

Manufacturer narrative:
The component was not returned and the complaint could not be verified. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.